Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances of 126 ohms on the right ventricular (rv) lead. The impedance trends showed the values have ranged from 80-120 ohms. Boston scientific technical services discussed that this lead is a single coil lead and the patient could be monitored at this time. The system remains in service and there have been no adverse patient effects reported.